Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to non-maskable interrupt (nmi), resulting from normal battery depletion. The device was tested with a new battery and re-loading the product code, the pacer was tested with normal results, no back up mode was observed. .

Event description:
It was reported that a patient presented in hospital. Upon interrogation, the device was in backup vvi mode due to battery depletion due to eri. The device was explanted and a new device was implanted. The patient was stable post procedure.